Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: best estimate: (B)(6) 2014. According to the information received, none of the catheters involved with this complaint deflated during use inside the patient. As the nurses and surgeons have experienced balloon deflating in the past, they have tested the balloons before the catheter is inserted. Some of the tested balloons deflated immediately and others after about 24 hours. As soon as some saline solution was leaking from the valve, the catheters were not used and were discarded.